Manufacturer narrative:
Per new information the following were updated: d4: model no changed from 14810 to 19191. D4: lot no changed from blank to l45694. D4: catalog no changed from zxy425 to zxp425. D4: expiration date changed from blank to 10/9/2021. D4: unique identifier (UDI) # changed from (B)(4). G5: PMA/510(k) # changed from k192659 to k162296. H4: device mfg date changed from blank to 4/9/2020.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended and before the start of the second priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.